Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6)2018 the recipient was seen at the clinic as he could no longer hear with the device. The evening before there was some rough play with his brother. There is no swelling or redness at the implant site. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the recipient was seen at the clinic and could no longer hear with the device. The evening before there was some rough play with the brother. There was no swelling or redness at the implant site noted. Re-implantation is planned but not scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned but not scheduled yet.

Event description:
On (B)(6) 2018 the recipient was seen at the clinic as he could no longer hear with the device. The evening before there was some rough play with his brother. There was no swelling or redness at the implant site noted. Re-implantation is planned but not scheduled.